Manufacturer narrative:
Patient weight-unk. Product manufactured but not sold in the u.s. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/2.0/152 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016, the patient experienced refractive surprise. As of the date of MDR submission, the lens remains implanted in the patient. Additionally, the complaint form states, "customer mixed up the calculation data between od and os."